Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had urinary retention and a prolapsed bladder. The patient thought that the stimulator may be contributing to the symptoms she was having. The representative found that the impedances were all within normal range and the last programming session was (B)(6) 2017. After turning off stimulation the patient had residual stimulation for several hours. The patient would turn stimulation off at night and the representative was going to suggest turning stimulation off for a longer period to see how it affects the urinary symptoms. The patient was getting help with their back pain from the stimulation which was why she wanted to leave it on during the day. The indication for use was spinal pain. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the urinary retention was caused by the patient's prolapsed bladder. The rep said the patient sees their urology physician every wednesday. The rep stated that the patient wears a pessary but takes it out when it gets painful, then they start retaining urine in their bladder. The rep noted that the prolapsed bladder and urinary retention had not been resolved. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.